Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the rhino-laryngofiberscope had a plastic piece break off around the light port during reprocessing. There were no reports of patient involvement.